Event description:
It was reported to the manufacturer by the end user, per the end user, "bed was not properly inflating, and patient slipped out of bed". The patient did not sustain any injuries. Complaint# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.